Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm, which was resolved through console replacement.

Manufacturer narrative:
The investigation has been completed. The console (ic5764) was sent back for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. This report is being filed as part of a retrospective review of historical records.